Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported pain at the implant site, described as an 8 inch perimeter circle around the implant. Caller stated this started on friday night and has progressed to a 7 or 8 pain level. Caller added the implant battery is depleted and the therapy is off. Agent reviewed information and the caller was redirected to hcp to further address.